Manufacturer narrative:
As received, the device was at eri. The reported event of failure to remove set screw from the header was confirmed. The septum punch-outs and calcified body fluids in the ventricular setscrew inset were preventing the torque wrench going into the inset. The calcified body fluids and septum punch-outs were removed, and the setscrew could be loosened or tightened for the remainder of the analysis. Furthermore, the device was programed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including battery assessment indicate normal device characteristics except for device being at eri level due to normal usage. Longevity assessment was performed and revealed the implant duration exceeded the device¿s projected longevity and device is considered as normal battery depletion.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During a device replacement procedure, the set screw was unable to be removed from the device header. After cleaning excess material from the screw, it was able to be removed and the device was successfully explanted to resolve the event. The patient was in stable condition.